Manufacturer narrative:
H10;insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. It could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Manufacturer narrative:
H10: the customer contacted philips and reported that the power management (pm) pcba was replaced, but the issue was not resolved. The philips remote service engineer (rse) recommended the customer replace the user interface assembly. The customer was provided with the part ID and reported that they would repair the device. Investigation remains ongoing.

Manufacturer narrative:
H10: insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. It could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator turned on by itself. There was no patient involvement when the issue occurred. No patient or user harm reported. A review of the risk management file was performed, and it was determined that this complaint is a reportable malfunction. Regulatory reports have been submitted per regulations. The customer removed the ac and dc power to stop the device from powering on. It was then reported that when the power management (pm) board was reseated, the device was still powering on by itself. The rse informed the customer that the manufacturer's recommendation was to replace the user interface (ui) pcba. The customer was provided part number. Investigation ongoing